Manufacturer narrative:
Additional manufacturer narrative: this device is not available for return and evaluation as it was not received by the pathology department. However, the DHR review was completed. This device passed all manufacturing and sterilization inspections with no nonconformance. Partial or total occlusion of the coronary ostia is a recognized complication of an aortic valve replacement. It is typically the result of a technical error during valve implant and not related to a product malfunction. However, partial or total occlusion of the ostia, if unrecognized, can result in angina, myocardial infarction and/or death. In this case, the explanting surgeon expressed concern that the valve strut may be causing compression or some obstruction of the right coronary blood flow. For this reason, the surgeon explanted the device and implanted a new device with a slightly different orientation to prevent obstruction. It is possible that the patient¿s anatomy and/or technical errors contributed to this event thought we are unable to conclusively determine the root cause for explant of this device. The IFU was reviewed and no inadequacies were identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. No CAPA is applicable to this case; however, edwards will continue to review and monitor all events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed. No corrective or preventative actions are required.

Event description:
Edwards lifesciences maintains an implant patient registry. This registry is a patient tracking mechanism for serialized edwards implantable devices (bioprosthetic heart valves and annuloplasty rings), rather than a true post-market surveillance registry. Through the registry, edwards is notified when these devices are implanted. In addition, patient and/or device status may be reported to the registry via the implantation data cards. The information is received from various sources (e.g. Surgeon, hospital, and patient family members) and is not received in the form of a conventional "customer complaint." The information reported may or may not be related to the edwards device. It was reported via the implant patient registry that the 21mm bioprosthetic aortic valve was explanted at implant. The reason for explant was due to possible obstruction of the right coronary blood flow. The explanted device was replaced with a model 21mm bioprosthetic aortic valve. It was reported that after coming off bypass the first time, the patient initially was well. However, within 2 to 3 minutes of coming off bypass, the patient went into malignant ventricular arrhythmias, unable to be shocked. As a result, the patient was put back on bypass. The aorta was reopened and the aortic valve strut was inspected with relation to the right coronary artery. There was some concern that there may be some compression or some obstruction of the right coronary blood flow. As a result, the pericardial tissue valve was removed and then replaced it with another valve in a slightly different orientation to allow the strut to be further away from the takeoff of the right coronary orifice. Once again, the patient's ventricular function was rather poor. As a result, went in to malignant arrhythmias. The heart was rearrested and the patient was given a dose of rescue cardioplegia. A long process was begun of slowly weaning the patient from cardiopulmonary bypass. The fourth time was successful, and after insertion of an intra-aortic balloon pump, institution of inotropic and vasopressor support, the patient was able to be weaned off bypass. The postoperative condition of the (B)(6) male patient is unknown as the discharge summary was not provided.